Manufacturer narrative:
Eval visual inspection of the returned product showed the lens torn in two pieces. One part of the lens was still in the cartridge. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The surgeon attempted to implant a 3 piece silicone lens. The opening of the cartridge tore the optic of the lens prior to insertion into the eye. No pt contact or injury. The md was a relatively new user of the aq lens. As a result of this recent complaint, a field visit was made from rep to re-train the surgeon on proper lens loading. After the training no new complaints were received.